Event description:
It was reported that intermittently the battery gauge was fluctuating and while charging battery, pump shut off unexpectedly. Low power alerts/alarm occurred prior to pump shutting off. Customer unplugged pump from power source and upon recharging, battery level was fully charged. The customer continued to use the pump for insulin therapy. Customer's blood glucose level was 72-180mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.